Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that the patient was having decreased therapeutic benefit or presented with signs or symptoms of decreased therapeutic benefit. Six weeks later, it was reported that the issue was found not to be a device problem, so no component was explanted. The only changes made were adjustments to the medication dose. The reason for the loss of therapy was unknown, but at the time of report, the patient was stable and doing well. Four days after that, it was reported that the patient had presented with pruritus, tremors/shaking in the legs, and a sensation of being 'crushed' in the legs and genitals. It was also noted that these issues occur intermittently. The patient had visited a neurologist, physician, and the emergency room twice. It was stated that a dye test had been performed, but no results were given. The patient had been scheduled for a complete system revision that would take place on (B)(6). The drug used in this system was lioresal.